Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure that the laser could not be used. The case was completed using an alternate laser. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed, as the interlock connection was incorrect. The company representative adjusted the connection to resolve the issue. The system was tested and found to meet specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).